Event description:
Subsequent to the initial medwatch report, the following information was received: when the device was removed, it is possible that the suture pulled out from the vessel due to possible insufficient or no venous tissue being captured, however, the physician could not recall. No additional information was provided.

Event description:
It was reported that prior to a percutaneous mitral valve repair procedure, pre-close placement of the sutures was attempted of a non-calcified femoral vein using perclose proglide devices. Reportedly, during needle plunger deployment, expected tension on the sutures was not felt, the sutures felt loose, and the entire suture pulled out with the needle plunger. The device was removed and two additional proglide devices were attempted but with the same results. After conclusion of the percutaneous mitral valve repair procedure, manual venous compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The procedure was performed under local anesthesia. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4) - indications for use - the device was reportedly deployed in the femoral vein. The instructions for use of the proglide device states under indications for use that the device in indicated for percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patient who have undergone diagnostic endovascular and interventional catheterization procedures utilizing a 5f or 6f procedural sheath. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices, are being filed under a separate medwatch manufacturer report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy the suture was not confirmed as the analysis of the device indicated that the device had been fully deployed delivering the sutures as intended. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.